Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while exercising due to t-wave oversensing. The sensing vector was reprogrammed. Technical services (ts) review of the data was requested. Upon review, ts discussed that there was a treated and untreated episode stored due to the t-wave oversensing. T-wave oversensing was allowing the heart rate to be calculated at a higher rate allowing the s-ICD to charge the capacitors. Myopotential noise is also observed, however the device is appropriately sensing the noise and mostly discarding it. Ts discussed additional troubleshooting options. No additional adverse effects were reported and the s-ICD remains in service.